Manufacturer narrative:
(B)(4). Pump alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test or verify no excessive no delivery, occlusion alarm due to motor error alarms. Pump received with cracked belt clip slot and cracked reservoir tube lip. The test p-cap, reservoir does lock into place.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated that they were not able to troubleshoot. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.